Event description:
During a preventative maintenance (PMA) at the customer site, bec field service engineer (fse) completed several part replacements and found wash pump #2 of the unicel dxi 800 access immunoassay system was leaking and that the home sensor for the pump #2 valve was not working. The fse replaced the sensor and while cleaning the pump, the motor controller card (mcc), printed circuit board #6 started to smoke. The fse removed all power from the instrument and unplugged from the wall. The fse replaced mcc board #6. The fse then completed the PMA procedure including daily clean, system check, carryover, and high sensitivity system check. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).